Manufacturer narrative:
Account re-routed the brake cable over the bearings to resolve the issue with this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the brake/steer will not adjust on this bed.